Manufacturer narrative:
The event device has been returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: "laparoscopic nephrectomy" event description: "this is a complaint from the market. (B)(4). Please refer to the complaint sheet for investigation. Septum fragmentation: report from the sales rep: the customer noted that a fragment of the trocar septum fell off inside abdominal cavity. He/she remove the fragment from abdominal cavity, and confirmed it matched the missing section on the septum in shape. The procedure(laparoscopic nephrectomy) was successfully completed with the event unit. The patient status is ok. The cer check list is unavailable. Initial investigation report: the event unit was returned to us and visually inspected. The double duck bill was removed from the seal by the facility for inspection. The septum was fragmented. The returned fragment(size: 7.0 mm x 6.5 mm) matched the missing section on the septum in shape. The unit will be returned to amr for further evaluation. (B)(4)." Type of intervention: "he/she remove the fragment from abdominal cavity, and confirmed it matched the missing section on the septum in shape. The procedure(laparoscopic nephrectomy) was successfully completed with the event unit." Patient status: "no patient injury."

Manufacturer narrative:
The event unit was returned to applied medical for evaluation along with a rubber fragment. Visual inspection confirmed the complainant's experience of fragmentation of an internal rubber component of the seal, the septum. The rubber fragment returned matched the missing portion on the septum when reassembled. The duckbill, another rubber component of the seal, was observed to be detached from the seal. Based on the description of the event, the duckbill was intentionally removed by the complainant for inspection. Based on the condition of the returned unit, it is likely that the reported event was caused by an instrument. The instructions for use (IFU) states, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.